Manufacturer narrative:
Per the reported event, fluoroscopy of the disc position before collagen deployment was obtained, but not provided to cardiva medical inc. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: fluoroscopy images of the device placement were not obtained by cardiva medical, therefore it cannot be determined if the disc was properly placed for deployment. While fluoroscopy was taken to verify the collagen position in respect for the arteriotomy before deployment of the collagen, additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown.

Event description:
On (B)(6) 2019, the vascade device was selected for closure and inserted into the sheath. The disc was deployed and verified to be in position utilizing fluoroscopy, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. No complications or injuries noted at this time. On (B)(6) 2019, patient returned with complaint or pain and numbness in right foot. It was determined that the collagen plug was deployed intravascularly and it was corrected with surgery. No further complications or injury reported.